Event description:
A nurse reported that knives are noted to be blunt upon making the incision during surgeries. Alternate knives have to be obtained to continue and complete the procedures. There has been no impact to any patient. Additional information has been requested.

Manufacturer narrative:
No sample or lot number information has been received by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Manufacturer narrative:
The final customer lot was identified and a device history record (DHR) review was conducted. No anomaly was found during the device history record review. The product was released based on the manufacturer's acceptance criteria. A complaint history review indicates that two additional complaints were associated with the reviewed lot. Because no sample was returned and the device history record review of the lot number provided indicated that the product was released according to the manufacturer's acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. (B)(4).